Manufacturer narrative:
Corrected data: d4 UDI number. D9: date returned to mfg 5/3/2024. One device was returned for evaluation. Visual inspection revealed no physical damage. The event history log confirmed acu watchdog and primary audible alarm post occurred. Functional testing was able to replicate the reported issue. The root cause was determined to be the speaker was not working as intended. The speaker was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a watchdog failure and audible alarm history. There was no patient involvement and no patient harm.

Manufacturer narrative:
H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.